Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the device had come back for routine maintenance and the technician recognized a cut in the patient cable. The cause of the cut was not identified. There was no alarm for the event.

Manufacturer narrative:
Section d10, h3, h4: additional information. Manufacturer's investigation conclusion: the reported event of a cut on the patient cable was confirmed. The returned mobile power unit, serial (B)(6), was evaluated on (B)(6) 2020. Visual inspection of the returned mpu patient cable confirmed the damage. The patient cable was connected to a test mpu and was manipulated by hand especially the area around the cut. The cut on the outer jacket of the patient was cosmetic damage that did not affect the functionality. A full functional checkout was performed, and the unit passed all tests. A root cause of the reported event was not determined through this analysis. Incidental finding: cracked battery door. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6), was shipped to the customer on (B)(6) 2016. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the mobile power unit. Heartmate ii patient handbook section 10 ¿safety checklists¿ provides the user with checklists to perform routine maintenance of all equipment, including the mpu. This section informs the user to inspect the mpu patient cable for damage or wear. This section states ¿do not use the mobile power unit patient cable if it shows signs of damage. Obtain a replacement from your hospital contact, if needed.¿ no further information was provided. The manufacturer is closing the file on this event.